Event description:
It was reported that the impactor broke.

Manufacturer narrative:
The associated device was inadvertently shipped to the incorrect facility and was not received by the complaint investigation team for evaluation. Hence we believe this to be an isolated event. A review of manufacturing records did not reveal any abnormalities that could have contributed to the reported issue. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Should additional information or the device be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
The associated orthomatch cr implant impactor was returned and evaluated. A visual inspection of the product indicated the device has fractured at the neck of the impactor. The broken piece has returned with the complaint. The device was manufactured in 2016 and it shows signs of significant wear/usage. Our investigation included a review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part which revealed no prior complaints for the listed failure mode with the same batch number. Our investigation did not determine a specific cause of the stated failure. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.